Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, inappropriate shocks were delivered. Sense b noise and a connection issue is being suspected. X-rays were performed which showed adequate insertion of the system. Further evaluation of the system, reprograming options and follow up with the patient were discussed. This system remains in service. No further adverse patient effects were reported.